Event description:
It was reported to boston scientific corporation that a y-port feeding adapter was used during an enteral feeding procedure. According to the complainant, the feeding tube cap tore and almost separated from the tube. The procedure was completed with another y-port feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed of an will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).